Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated false reactive architect havab-g results were generated on samples that had anti-hcv high viral loads. Architect havab-g reactive values of 1.73 to 3.5 s/co were generated on samples that tested siemens centaur havab total negative. No specific patient information or data will be provided. No impact to patient management was reported.

Manufacturer narrative:
A review of tickets determined there is normal complaint activity for lot number 03429be00 for tickets with false reactive results above the determined s/co range of 1.00 - 1.72 s/co. A review of the tracking and trending report determined there are no trends for the complaint issue. Field data for the architect havab-g reagent was used to review the median of a negative population and population by lot number. Lot 03429be00 showed a median result within the established limits for both populations. Additionally, the number of standard deviations to the cut-off for the negative population were evaluated and it was noted that the number of standard deviations to the cut-off for lot 03429be00 was within the established limits. Manufacturing documentation associated with the reagent lot was reviewed. This review did identify a nonconformance as the lot was manufactured with impacted material, however the results generated by the customer were not impacted. Labeling was reviewed and sufficiently addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the architect havab-g reagent, lot 03429be00.